Event description:
Healthcare professional reports five incidents of blood leaks with the af-180 dialyzer, occurring since 2000. The five incidents occurred with three pts. In three incidents, the dialysis machine alarmed, and four of the five incidents tested positive with hemastix. In two incidents, treatments were resumed with new disposables. Blood was not returned in two of the five incidents. No pt injuries or medical intervention reported.